Manufacturer narrative:
The synchroseal instrument was received for failure analysis. Visual inspection showed no signs of physical damage. No thermal damage was observed on the cutting electrode. Additionally, there was no missing ceramic dot, damaged jaw cover, cable damage, or missing material from the main tube insulation was identified. There was no missing material from the instrument. No missing material or metal shaving was observed in the jaw. No product issue was identified. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted paraesophagial hiatal hernia procedure, the synchroseal instrument exhibited a metal shaving from its jaw. A fragment fell into the patient and was retrieved during the same procedure. At the surgeon¿s request, the instrument was replaced with a new synchroseal. The shaving fragment was immediately retrieved by the surgeon, after which the device was removed and replaced with a new one. No additional procedures were required, and there were no further complications.